Manufacturer narrative:
The customer decided to keep the suspect transducer which remains at the customer site. Since the transducer was not returned, no failure analysis could be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer decided to keep the suspect transducer which remains at the customer site.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing deteriorated image quality. There was no injury associated with this event.